Event description:
Outbound call placed to pt's mother brought forth info that the pt was briefly hospitalized due to elevated blood glucose levels while wearing an I-port. Caller claims that visual inspection of the device following removal while in route to the hospital revealed a l shape bend in the cannula. Caller stated that the pt was in the hospital "not long at all" and the actions taken by the hospital consisted of an injection of insulin with a syringe to bring down the pt's blood glucose levels. Caller claimed no permanent effects from the adverse event and pt has worn another device since hospitalization.

Manufacturer narrative:
During the telephone conversation, the caller informed pmd that the device worn by pt allegedly contributing to admittance to the hospital was available to return to pmd for analysis. A device return package was deliver to the caller as discussed during the telephone conversation, but the pmd mfg facility has not received the returned device and shipping records indicate, as of (B)(4) 2008, that the delivered device return package was not sent by the caller.